Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be tested due to device components not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the preclose technique via an 8f sheath prior to stent graft interventional procedure. Reportedly, a second proglide was inserted and the foot was deployed. The device was attempted to be pulled to position the feet against the arterial wall in preparation for needle deployment; however, the proglide was pulled and came out of the anatomy. While the device was pulled, the tension against the arterial wall was felt for an instant; however, tension was gone instantly. There was no resistance or issue noticed prior to footplate placement. The device was removed. The same issue was found with a third proglide device. A fourth proglide device was used in an attempt to pre-placed the suture; however, a cuff miss was noticed. A cut down was performed and it was found the detached feet of the second and third proglide devices had broken off in the artery. The broken proglide feet were retrieved from the anatomy. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and therapy. No additional information was provided.